Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer also reported other blood glucose value such as 318 mg/dl. The customer treated high blood glucose with bolus correction. The customer was declined to troubleshoot for high blood glucose level. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 400 mg/dl and the sensor glucose was 318 mg/dl at the time of incident. Insulin delivery was suspended due to sensor values. The insulin pump will not be returned for analysis and sensor will be returned for analysis.